Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the receipt of additional information on 3 feb 2026 that the needle did not break and was working normal, but during the procedure it was impossible to make the syringe vacuum again and therefore the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Please describe the location in the body for the intended target site: they performed an ebus in the lungs, they couldn¿t tell me which lymph node they were targeting. Are images of the device or procedure available? No. Please describe the size of the intended target site. The customer couldn¿t tell me. Was gaining access to the target site difficult? Yes. Was puncture of the targeted site difficult? No. What is the scope manufacturer and model number that was used? Pentax ebus scope. Was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? No. Was the device used in a tortuous position? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was the stylet partially removed when advancing the needle into the target site? No. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? There wasn¿t a problem with the needle itself, the customer couldn¿t get the syringe back vacuum. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. If not with the device in question, how was the procedure performed and/or finished? They took another needle with a new syringe. Did the patient require any additional procedures as a result of this event? No. Can the date of event be confirmed? 6/1/2026. Did any section of the device remain inside the patient? No.

Event description:
Supplemental report is being submitted as a cancellation report following the receipt of additional information on 3 feb 2026 that the needle did not break and was working normal, but during the procedure it was impossible to make the syringe vacuum again and therefore the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Please describe the location in the body for the intended target site: they performed an ebus in the lungs, they couldn¿t tell me which lymph node they were targeting. Are images of the device or procedure available? No. Please describe the size of the intended target site. The customer couldn¿t tell me. Was gaining access to the target site difficult? Yes. Was puncture of the targeted site difficult? No. What is the scope manufacturer and model number that was used? Pentax ebus scope. Was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? No. Was the device used in a tortuous position? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was the stylet partially removed when advancing the needle into the target site? No. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? There wasn¿t a problem with the needle itself, the customer couldn¿t get the syringe back vacuum. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. If not with the device in question, how was the procedure performed and/or finished? They took another needle with a new syringe. Did the patient require any additional procedures as a result of this event? No. Can the date of event be confirmed? 6/1/2026. Did any section of the device remain inside the patient? No.

Event description:
Description of event: needle broke during use.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.